Event description:
Additional information was received indicating that no intervention was performed and the lead will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, high capture threshold, r-wave amplitude variation, and decreased impedance were observed on the right ventricular (rv) lead. The patient was in stable condition. Additional information has been requested but has not been received.